Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 24cm hemosplit d/l catheter along with guidewire, sheath and dilator were returned for sample evaluation. Along with return sample one video and three photos were provided for review. Visual, tactile and functional evaluations were performed. Distinct curvature was noted on the center portion of the catheter. Both red and blue luer were patent to infusion and aspiration. Obstruction of flow, physical resistance, failure to advance, flushing difficulty issues were noted in the video review. No anomalies were noted in photo review. Therefore, the investigation is confirmed for the reported obstruction of flow, physical resistance, failure to advance, flushing difficulty issues. However, the investigation is inconclusive for the reported suction issue as no objective evidence was found from sample analysis and provided video evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, an occlusion had allegedly occurred in the venous lumen and it got stuck in the middle of the catheter. It was further reported that the catheter allegedly had issues in flushing and aspiration partially blocked in the venous lumen. Furthermore, attempts to pass a guidewire through the lumen also indicated a partial blockage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, an occlusion was allegedly occurred in the venous lumen and it got stuck in the middle of the catheter. It was further reported that partial blockage was allegedly found in the middle of the catheter and feel pressure while flushing the same. The procedure was completed using another device. There was no reported patient injury.